Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 facility name: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
The event involved an unspecified plum a+ where it was reported battery failures and devices that cease working when unplugged, interrupting infusions. There was unknown patient involvement and unknown patient harm.